Event description:
The patient used the suspect device to check their blood glucose and obtained a result of 140 mg/dl. Patient then dosed insulin based upon the reading. About five hours later patient was non-responsive and the suspect device was used and results of 112 and 99 mg/dl were obtained. Patient was taken to the hospital and their blood glucose was 26 mg/dl on a hospital meter. Patient was treated with an IV and doctor's also detected pneumonia and patient was admitted. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.